Event description:
It was reported that during an unknown case, the active tip of the shear broke off into the patient. The doctor retrieved the tip from the patient, attached a second cs6s and completed the case with no patient consequence.